Event description:
It was reported that during system diagnostic testing of a vns pt's device, the physician received a communication fault message. Interrogation of the pt's vns device a few days later showed that the output currents had been reset to 0 ma. The vns settings were reprogrammed to the desired settings.